Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. There was no patient involvement.

Manufacturer narrative:
Device evaluation: assy battery, li-ion, 11ah, v60 was received at the vent manufacturing facility for evaluation. Visual inspection reveled that there were no signs of damage or contamination to the exterior of the battery. The battery was installed into the failure investigation (fi) test ventilator. An attempt to boot into the normal ventilation mode was made. The power was cycled on and off 15 times. The test vent transitioned between the returned backup battery power and the ac source with no errors produced. The backup battery was allowed to discharge attached to the fi test vent for 2 hours and then allowed to recharge and it was confirmed that this unit is charging correctly. Resolution and disposition: the backup battery was inspected and tested and no failures were identified. The root cause for the reported battery failed could not be identified.

Event description:
It was reported that the backup battery failed.